Manufacturer narrative:
The reported event of pivot latch screw head showing file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
During a site visit, the customer reported that the pivot latch screw has the head showing from side of the device. During the site visit, there were a few devices that were observed to have third party parts. There was no report of patient involvement.